Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, while using the fenestrated bipolar forceps (fbf) the surgeon reported "a small bit of tissue was catching where the shaft meets the metal ring, right before the metal forceps starts, it was not catching in the joint of the instrument. There was a tiny amount of serosa tissue of the bowel sandwiched in the metal ring of the shaft." A small tissue sample was cut from the fbf with a monopolar curved scissors (mcs). There was no bleeding, and no further intervention was required. The procedure continued with the maryland bipolar forceps. Incidentally, the surgeon elected to convert the procedure to open due to the patient's anatomy and unspecified health factors. The conversion was a known possibility for the patient and the surgeon confirmed it was unrelated to the fbf instrument.

Manufacturer narrative:
No product has been returned at this time. A review of the system and instrument logs show no related errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This medwatch report represents the fenestrated bipolar forceps instrument. A separate medwatch report 2955842-2024-14663 was submitted for the documentation of the procedure conversion.